Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process. When it is turned on, it tried to boot up, but then reboots itself. There was no report of patient use associated with the reported event.